Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the physician noted this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead exhibited dramatic fluctuations in the pacing impedance measurements over a few weeks time. Approximately three weeks later the patient reported that the remote home monitoring system showed a red light. Patient services assisted the patient in completing a successful remote interrogation and referred the patient to their clinic. One week later a procedure was performed where the ICD and epicardial rv lead were explanted. Another manufacturer right atrial (ra) and shocking lead were also explanted for unspecified product performance issues. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.